Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex (lcx) with mild calcification, mild tortuosity and 85% stenosis. Pre-dilation was performed a 2.0x10mm non abbott device. The 3.x15mm xience xpedition stent was implanted at nominal pressure. During post dilation with a 3.0x10mm non-abbott device, a dissection was noted at the distal edge of the stent. A non-abbott stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.